Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from january 07, 2015 to january 08, 2015. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed white floating particles. The reported condition was verified. However, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate device. This observation was made after compounding the device with an unspecified amount of aztreonamhs. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.